Event description:
The hosp reported an infusion pump, which alarmed dead battery after being unplugged for 30 minutes. Reportedly, the pump did not deliver fluids. The event took place during pt use. According to the hosp rep the event did not cause pt injury or medical intervention. Though requested, no additional info was provided.